Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed unspecified oversensing, loss of capture and low pacing impedance on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155977.